Manufacturer narrative:
Analysis of the lead (lot # unknown) found no anomaly.

Manufacturer narrative:
Corrective MDR submitted for information.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was high impedance during initial operating room testing. Impedances associated with contact 1 were high (over 4,000 ohms) after all three amplitude levels (0.7, 1.5, and 3.0v) were tested. A normal impedance check led to the event. Impedance was checked 3 times as dictated by the clinician programmer. Each test proved that contact 1 had high impedances. Due to the fact that it was the initial test associated with the lead, a decision was made to replace the lead and not implant the lead. The issue was resolved at the time of report. There was no additional trauma as the lead was removed and simply replaced with a new lead. There was no patient injury or death and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.